Event description:
It was reported that there was an error resulting in potential shutdown. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4).